Event description:
The customer called for help with his breeze2 meter. He stated, that he wanted to change the units of measure from mmol/l to mg/dl. The customer was told that the units of measure are locked on the breeze2 meter and cannot be changed. When the customer service representative attempted to get more information, the customer ended the call. Attempts to call the customer back were not successful since the phone number he provided was no longer in service. No product will be returned for evaluation.